Event description:
In (B)(6) 2015 my doctor told me about essure coils that were plastic and how effective they were. It was a simple procedure and felt that I would be a good candidate for it. I had essure implanted (B)(6) 2015 and immediately had pain in my pelvic area. It was painful to stand or sit, and it never went away. I went back to my doctor and was told it was normal to give it a couple of weeks. Weeks and months went by and still no improvement. I went to other doctors trying to find out what was wrong. Multiple tests and MRI's were done and could not find anything. I finally found an ob/gyn that thought he could help me. I had a hysterectomy removing my tubes with the coils (B)(6) 2015. When I woke up the pain that I had been experiencing the past 7 months. In doing research for my surgery, I found out via internet on (B)(6) 2015 that the coils were metal and not plastic as I had been told. Had I been told that at the beginning, I would have never agreed to put metal in my body. I am now healing well from the surgery and things are better since the removal of the coils.